Manufacturer narrative:
Expiration date: 08/2018. Manufacture date: 08/2013. Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicate no discrepancies could be found however a previous investigation associated with a nonconformance was approved and completed. No additional action is required at this time and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient with an indwelling urinary catheter returned to the hospital after thirty (30) minutes because the connection to the drainage bag was broken; a new catheter had to be inserted.